Event description:
It was reported that patients remote was unlocked and stimulation increased so high that was uncontrollable and unable to turn it down or off. It was also reported that the patients complications were pain, overstimulation caused by the ipg, and undesired sensations stimulation related. The patient was laying on the floor and had to take by an ambulance to hospital where apparently patient experienced arrythmia. The patient was fine and was released out of the hospital.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.